Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was instructed by his health care provider to stop insulin pump therapy. The screen was dark and hard for him to read the numbers. His blood glucose level was not reported. The product was not returned. Nothing further to report.